Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the abnormal noise on the stored electrograms (egms) that was observed in the field. There was no difficulty interrogating the device in the laboratory. However, the noise could be reproduced during testing when telemetry was established with a programmer. No high current condition was observed, the device passed electrical testing, and brady pacing remained available. The device case was removed for further testing. The electrograms were monitored and no noise was present. Additionally, when telemetry was re-established with a programmer, noise was no longer able to be reproduced. Despite efforts, the root cause could not be ascertained. Six years later, this device was removed from the archives to undergo additional investigation and testing related to the battery liner. Visual and microscopic inspection of the battery liner noted no significant abnormalities. A probe was placed on both the inside and outside of the liner, and conductive liquid was swabbed in the area. Continuity was noted between the two probes, indicating flow of the fluid through a breach. Further testing of the battery lid was performed. The results indicated no protrusion of the battery lid that would have punctured the battery liner. Although evidence of a hole was noted in the battery liner, there was no battery lid protrusion which would have contacted the pulse generator case. Noise was observed during the initial analysis, but could not be reproduced after the device case was removed. The report of difficult to interrogate could not be reproduced. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. Based on the results of this review, there was no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of noisy signals was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during an interrogation with a wand, excessive noise was observed on the right atrial (ra) and right ventricular (rv) channels. The stored episodes showed definite electromagnetic interference (emi) during inductive telemetry; however, outside of this noise, the device was operating normally with in range lead diagnostic values. Technical services discussed this can sometimes happen when other equipment is attached to the patient, such as EKG patches, but in this case nothing was attached to the patient. Device data was submitted to technical services for review. Engineering analysis was unable to determine a cause for the noise that was occurring during inductive telemetry. The physician elected to explant and replace the device. The device was returned and analyzed. Six years later, this device was removed from archives to undergo additional testing.